Event description:
It was reported that an asymptomatic patient presented in the hospital for a procedure, unrelated to the device. During device interrogation, prior to procedure, the device was found to be in back up vvi mode. After the procedure was completed the patient was transferred to a different facility where a device download was performed and successfully restored the device. The patient was asymptomatic.